Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient felt burning sensations at the insertion site followed by uncontrollable shivering and a headache. The patient took her temperature, and it was 102.4 f. As the day progressed she noted a large rash spreading from the sensor patch site. She decided to sleep through the night to see if she felt better the next day. The following morning, on (B)(6) 2021, she did not feel better, her temperature was 103.1 f, and the rash had spread from her stomach to her chest. She consulted with her doctor via teleconference, who recommended hospital admission. She was taken to the hospital via ambulance and was diagnosed with an anterior chest wall cellulitis. The rash had spread from stomach to chest and was under the side of the right arm and neck. The admitting assessment also included, severe leukocytosis, fever and chills. Lab work was drawn (esr, crp, hep c screen and blood cultures), and the patient also had a computed tomography (CT) scan and chest xray. The patient¿s temperature was 102.9 f. Intravenous medications (steroids and broad spectrum antibiotics) were initiated. The sensor was discarded by hospital staff. At the time of the report the patient stated that her fever had broken and she continued to be treated for an infection. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).